Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to noise and inappropriate therapy, presumably caused by dislodgement. Pacing impedance was approximately 300 ohms during device check on (B)(6) which was down from approximately 900 ohms at implant. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.